Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A customer reported the equipment displayed a system message and locked during a vitrectomy procedure. Following a delay greater than fifteen mins, the procedure was completed with an alternate system. There was no harm to the pt. No procedures were canceled due to this event.